Manufacturer narrative:
Follow-up #1: date of submission 22-nov-2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/02/2017 with the following findings: review of the black box showed evidence of short battery life with a sudden drop in voltage resulting in a replace battery alarm on (B)(6) 2017. Additional evidence of short battery life was also observed in black box. On investigation, the pump powered on using the returned battery cap. Electrical current draws were evaluated and determined to be within required specifications. A "battery life" issue was not duplicated during investigation. Unrelated to the complaint, the battery compartment was noted to be cracked and the display was dim/faded/discolored. Additionally, there was evidence of moisture inside the battery compartment and on the battery cap.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017 the reporter contacted animas and reported a power/battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery.